Event description:
Complainant alleged that during biomed testing the device's pacer ouput knob gives improper measurements. Complainant indicated that there was no pt involvement in the reported malfunction.